Manufacturer narrative:
Batch review performed on 24 june 2024. Lot 2010599: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery 7 days after surgery. The patient had the wound open, but the reason of it is unknown. During revision the surgeon washed out the wound and noticed that the knee was unstable, so he decided to swap the liner inserting a 2mm thicker one.